Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred during use with a transfer set. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a separation between the patient connector and the tubing which resulted in a leak. The patient was found in bed full of fluid. The event was further described as ¿pd miniset disconnected from white part of miniset¿. To resolve the issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event, however the patient was given intraperitoneal prophylactic treatment. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: renal unit, leeds general infirmary great george. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however a photograph of the sample was provided for evaluation. The photograph was visually inspected and a separation between the patient adapter and tubing / bushing was observed. The separation will cause air to be drawn into the cassette and subsequent system error alarm. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the patient adapter and tubing / bushing is a friction fit and not a solvent bond; therefore, a strong tug will cause to separate. Should additional relevant information become available, a supplemental report will be submitted.